Event description:
It was reported that prior to use, the cardiac resynchronization therapy defibrillator (crt-d) showed a gray battery longevity bar with a possible cold temperature observation. The crt-d was not implanted and replaced. There was no patient involvement.